Manufacturer narrative:
(B)(4). The device in question was investigated by a field service technician. According to the service order the rotaflow console with the serial number (B)(4) was checked and no malfunction was observed. The failure could not be reproduced and no parts were replaced. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: during use on a patient, the rotaflow console (rfc) displayed the message [sig!]. The user decided to add more ultrasonic contact cream, but this did not solve the problem. And then the rfc displayed the message [error! Head]. The console was turned off and then turned on again. Since the problem was still not solved, the medical staff used the emergency drive to replace the rfc. Then, no other problem was noticed. No harm to the patient was reported. The rotaflow drive and disposable set are still connected to the patient. Only the rotaflow console was replaced. (B)(4).